Event description:
Spontaneous inbound call from pt stating her current cassette was not working in either pump. Cassette has approximately 17 ml left and was mixed on (B)(6) 2022 (48 hour changes; would be changing later tonight). Pump alarms go off but no error message. Patient investigated whether or not the bladder of the cassette was protruding. She stated it was slightly and pushed it back in with a dull object. Reattached to pump but same warning. Patient advised to mix a new cassette. Patient will drain and hold onto cassette for return/investigation. She could not locate serial number/lot number. Patient stated this occurred one week ago as well when she was 1/2 way through a cassette. Patient did not report that cassette issue and did discard it. Patient to call back with any additional problems. No other dates or information provided. No add'l info details or dates are available. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion setflow rate and volume delivered are unk, position of the pump. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? No, did the pt have add'l cassettes they were able to switch to? Na; is the infusion life sustaining? Yes; what is the outcome of the event? Pt was going to mix a new cassette and call back if there continued to be any problems, resolved. Reported to (B)(6) by pt/caregiver.